Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus and the failure was confirmed and determined the following cause: deformed bending tube, lost water tightness, image guide bundle has broken fiber. Based on the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rhino-laryngo fiberscope's tip was pressed due to patient bite during an unspecified diagnostic procedure under sedation. This resulted to a 30-minute or greater delay and the procedure was completed using the same device. No further patient harm was reported.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.